Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received several no delivery alarms. The customer's blood glucose was 278 mg/dl at the time of incident. Troubleshooting found insulin was able to exit with a push plunger, but there was resistance. It was also found the insulin pump alarmed no delivery with a manual prime when a new reservoir was applied. Customer was also advised their reservoir/infusion set may be occluded. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.